Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. The patient is making a claim for an adverse patient outcome against the composix e/x. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. The patient is making a claim for an adverse patient outcome against the composix e/x. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix e/x . Per operative notes, ¿hernia defect was identified and adhesions were taken down. A composix e/x mesh was placed and tacked to the anterior abdominal wall.¿ (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia, pain and adhesions thereby underwent open repair with removal of composix e/x mesh. Per operative notes, ¿previously placed composix e/x mesh was herniating through the hernia defect was dissected off from the underlying small bowel. All adhesions were taken down. Then a piece of synthetic mesh was placed and secured by sutures.¿ attorney alleged that the patient had adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 9 months post implant of composix mesh e/x, patient was diagnosed with hernia recurrence, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4 (product catalog no, corporate lot no, UDI no), d.6b (date of explant), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.